Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had a deep periprosthetic joint infection approximately 2 years postoperative. It is reported that the patient came to the hospital presenting with pain and swelling in the right knee. The patient was subsequently revised. The treatment included debridement and exchange of the insert.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records for the articular surface and tibia component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint history search for the part and lot combination for the tibial, femoral, articular surface components individually found no other complaints. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that it would lead to any infections or other bio-incompatibility if the device had been used. A definitive root cause cannot be determined with the information provided. Concomitant medical products: persona ps standard femoral, catalog number: 42500606202, lot number: 62683579. Persona ps stemmed 5-degree tibia, catalog number: 42532007102, lot number: 62588339. This report is one of three, see: 3007963827-2016-00063, 0002648920-2016-03200.